Manufacturer narrative:
The battery chargers was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The motor battery charger pcba passed functional output bench testing. Visual inspection confirmed all led's light functioning but leaky caps were present. The motor charger board was installed in a different imaging device and the system readied and charged as expected. No battery errors or unexpected power down were noticed while under test. There was no functional problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The charger boards were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system's charger boards were out of specifications. There was no patient present when this issue was observed.